Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. A pmv representative adapter and reload were connected to the subject handle. When pressing the close/fire button, the jaws of the reload would not close. The handle was disassembled and no abnormalities were found regarding the soldering, wiring, and components. The relays were probed and it was found that the relay responsible for closing/firing (d16) was active prior to activation. There were no issues with the source code of this instrument. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition and the active relay (d16) prior to activation by the toggle. However, probable causes could be attributed to a condition in the source code that would take place when a button press would not be processed if there was a button press activated at start-up. The buttons would resume functionality once the button was no longer registered. Additionally, the investigation detected a unreported condition of improper cleaning that has no relationship to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a pancreaticoduodenal procedure, the handle recognized the reload, but the surgeon was not able to squeeze the handle. When the blue button was pressed, the jaws could not be closed and the stapler did not fire. It was stated that the stapler was used normally after replacing the reload. There was no patient injury.